Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. As this event might have led to a serious deterioration in the state of the health of the patient, this is assessed as serious. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 74-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient experienced a wound dehiscence. Based on the available information, it was unclear whether the event was caused by trauma related to the transducer arrays removal or associated with bevacizumab. The dermatologist reportedly suspected the former. The patient applied bacitracin to the wound as recommended by a dermatologist and repositioned the arrays to avoid the irritated area. An attempt was made to contact the prescribing physician; however, no reply was received.